Event description:
Post operative failure of two secrews used in acromioclavicular join reconstruction. Screw dislodge from bone and fibertape broke causing the clavicle and coracoid to separation. A revision surgery is necessary but has not been scheduled yet. Refer to ca31386d for the fibertape breakage. This device is used for treatment.